Event description:
The customer reported that her olympus cysto-nephro videoscope had foreign material falling out of the channel during reprocessing. According to the initial reporter, fibers were found. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested, the image was clear, no flickering or inconsistencies present. The channel was checked with a scope and a kink was found with minor scraping on the inside of the channel wall, but no foreign material. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event was not confirmed, no problem was detected. Olympus will continue to monitor field performance for this device.